Event description:
On (B)(6): customer reported via phone, incident occurred during an unknown patient procedure. Patient age and gender were not known. System did lose fluoro during the procedure. Physician completed procedure without incident. No injuries were reported.

Manufacturer narrative:
Covidien field service engineer (fse) investigated complaint and found tube and image intensifier (ii) misaligned when moved to the head end. Fse evaluated the misalignment and found the image intensifier stopped before the head end limit causing the misalignment error. Fse disassembled tabletop and replaced the ii transduver pcb according to service manual. During service checkout, fse found the vinyl lead shields at head and foot end were damaged and replaced each at customer's request. Fse verified proper operation using service checklist qssrwi4.1. System was returned to full service by customer.